Manufacturer narrative:
The device has not yet been returned for eval; therefore, a physical eval has not been performed. We are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that in 2006, a pasv port had been therapeutically implanted in a female pt. In 2007, during the planned removal of the pasv port, the complainant reported that the hub connection on the port broke. The physician completed removal of the device. There was no indication from the complainant of any adverse affect on the pt as a result of the reported malfunction.